Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('fallopian tubes (bilateral): serositis.') In an adult female patient who had essure (ess205) (batch no. 731804) inserted for female sterilization. The patient's medical history included fibroids and adenomyosis. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total abdominal hysterectomy, bilateral salpingectomy, removal of essure coils, cystoscopy). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the salpingitis outcome was unknown. The reporter considered salpingitis to be related to essure (ess205). The reporter commented: date(s) of insertion: (B)(6) 2010 (as per mr discrepancy noted) most recent follow-up information incorporated above includes: on 25-mar-2021: mr received. Lot number, reporter and aka added. Medical history added. Event medical device removal updated to salpingitis. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal on (B)(6) 2020') in an adult female patient who had essure (ess205) inserted. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure was removed). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2020: quality safety evaluation of ptc(product technical complaints). Essure product code updated to essure 205. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('fallopian tubes (bilateral): serositis.') In an adult female patient who had essure (ess205) (batch no. 731804-not valid) inserted for female sterilization. The patient's medical history included fibroids and adenomyosis. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total abdominal hysterectomy, bilateral salpingectomy, removal of essure coils, cystoscopy). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the salpingitis outcome was unknown. The reporter considered salpingitis to be related to essure (ess205). The reporter commented: date(s) of insertion: (B)(6) 2010 (as per mr discrepancy noted). Lot number reported 731804 is not valid. Most recent follow-up information incorporated above includes: on (B)(6) 2021: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal on (B)(6) 2020') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.